Manufacturer narrative:
Follow up to be sent if additional information is received

Manufacturer narrative:
Device returned and evaluated. Evaluation found that the nuts that accept the spreader bar do not line up exactly, therefore not allowing the spreader bar bolt to be started.

Event description:
Representative alleges that the spreader bar will not fit correctly on the chair, the knobs on the spreader will not screw into the side frame on the correct side

Event description:
Representative alleges that the spreader bar will not fit correctly on the chair; the knobs on the spreader will not screw into the side frame on the correct side